Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for the issue. Trending review did not identify any related trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 48280fn00 and the complaint issue. In-house specificity testing was completed with complaint lot number 48280fn00. Acceptance criteria were met indicating the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii confirmatory reagent for lot 48280fn00 was identified.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii confirmatory results for multiple samples. The following data was provided: on 19jul2023 sid (B)(6) initial result (module 3/(B)(6)) = 6001.67 s/co, repeats (module 3/(B)(6)) = 6004.28 s/co, 0.37 s/co, 0.39 s/co, 6052.68 s/co repeats (module 2/(B)(6)) = 0.28 s/co, neutralizing confirmatory initial result = unable to calculate result. Constituent assay (hbsagquac2) number result out of range (negative), repeat = 100%. On 26jul2023 sid (B)(6): initial result (module 2/(B)(6)) = 5931.84 s/co, repeat (module 2/(B)(6)) = 6071.31 s/co, repeats (module 3/(B)(6)) = 5827.09 s/co and 0.30 s/co, neutralizing confirmatory initial result = 99%, repeat = and unable to calculate result. Constituent assay (hbsagquac2) result out of range (negative). On 26jul2023 sid (B)(6) initial result (module 1) = 1.15 s/co, repeat (module 1/(B)(6)) = 1.05 s/co, repeats (module 3/(B)(6)) = 0.73 s/co, 0.58 s/co, 0.63 s/co, 0.66 s/co, 0.61 s/co, 0.63 s/co, 0.56 s/co, 0.80 s/co, repeat (module 2/(B)(6)) = 0.88 s/co, neutralizing confirmatory initial result = unable to calculate result. Constituent assay (hbsagquac2) number result out of range (negative), repeated 9 times and generated the same result. On 29jul2023 sid (B)(6) initial result (module 3) = 44.87 s/co, repeats (module 2/(B)(6)) = 0.49 s/co, 0.41 s/co, 40.64 s/co, neutralizing confirmatory initial result = 100%, repeat = unable to calculate result. Constituent assay (hbsagquac2) number (438) result out of range (negative). On 18jul2023 sid (B)(6) initial result (module 3/(B)(6)) = 15.41 s/co, repeats (module 3/(B)(6)) = 15.20 s/co, 0.31 s/co, 0.31 s/co, 0.26 s/co, neutralizing confirmatory initial result = 100%. No impact to patient management was reported.

Manufacturer narrative:
Additional information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p11-22 has a similar product distributed in the us, list number 8p11-21.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii confirmatory results for multiple samples. The following data was provided: (B)(6) 2023 sid (B)(6) initial result (module 3/(B)(6)) = 6001.67 s/co, repeats (module 3/(B)(6)) = 6004.28 s/co, 0.37 s/co, 0.39 s/co, 6052.68 s/co; repeats (module 2/(B)(6)) = 0.28 s/co, neutralizing confirmatory initial result = unable to calculate result. Constituent assay (hbsagquac2) number result out of range (negative), repeat = 100%. (B)(6) 2023 sid (B)(6): initial result (module 2/(B)(6)) = 5931.84 s/co, repeat (module 2/(B)(6)) = 6071.31 s/co, repeats (module 3/(B)(6)) = 5827.09 s/co and 0.30 s/co, neutralizing confirmatory initial result = 99%, repeat = and unable to calculate result. Constituent assay (hbsagquac2) result out of range (negative). (B)(6) 2023 sid (B)(6) initial result (module 1) = 1.15 s/co, repeat (module 1/(B)(6)) = 1.05 s/co, repeats (module 3/(B)(6)) = 0.73 s/co, 0.58 s/co, 0.63 s/co, 0.66 s/co, 0.61 s/co, 0.63 s/co, 0.56 s/co, 0.80 s/co, repeat (module 2/(B)(6)) = 0.88 s/co, neutralizing confirmatory initial result = unable to calculate result. Constituent assay (hbsagquac2) number result out of range (negative), repeated 9 times and generated the same result. (B)(6) 2023 sid (B)(6) initial result (module 3) = 44.87 s/co, repeats (module 2/(B)(6)) = 0.49 s/co, 0.41 s/co, 40.64 s/co, neutralizing confirmatory initial result = 100%, repeat = unable to calculate result. Constituent assay (hbsagquac2) number (438) result out of range (negative). (B)(6) 2023 sid (B)(6) initial result (module 3/(B)(6)) = 15.41 s/co, repeats (module 3/(B)(6)) = 15.20 s/co, 0.31 s/co, 0.31 s/co, 0.26 s/co, neutralizing confirmatory initial result = 100%. No impact to patient management was reported.